Event description:
The patient reported, that she experienced elevated blood glucose in 2007. She stated, that she received a reading of "hi" on her blood glucose monitor and she did not feel well, had pain in her upper body, and was extremely thirsty. Her normal blood glucose range is 150-200 mg/dl. The patient stated, that she received an e4 (occlusion) error, but he infusion device did not alarm. The patient is visually impaired and was not able to see the e4 on the display screen of the infusion device. She injected insulin via syringe to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.